Event description:
Follow-up information received indicated that the cause of the shocking was unknown. Impedance measurements taken were in normal range ((B)(6), 2010 - 1744 ohms, (B)(6), 2010 - 2452 ohms, (B)(6), 2011 - 2550 ohms). X-rays taken on (B)(6) 2011 verified that the lead to the left brain area was fractured at the sub-occipital level. The patient elected to leave the neurostimulator turned off. The patient outcome was reported as no injury. If additional information becomes available, a follow-up report will be sent.

Event description:
It was reported that the patient experienced shocking and x-rays determined she had a broken wire for three years. The patient wanted to know if leaving the components in the body with stimulation off would be harmful. It was also noted that there was not a therapeutic difference with stimulation on vs. Off. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Programmer model 37642, serial# (B)(4), lead model 3387-40, lot# j0437355v, implanted: 2004-(B)(4), explanted: unknown, lead model 3387-40, lot# j0427648v, implanted: 2004-(B)(4), explanted: unknown, extension model 748251, serial# (B)(4), implanted: 2004-(B)(4), explanted: unknown, extension model 748251, serial# (B)(4), implanted: 2004-(B)(4), explanted: unknown.